Event description:
Note: the date of the event is unk. In 2008, it was reported to boston scientific corporation that a prolieve rectal temperature monitor had a faulty sensor during a field service visit. There was no procedure or patient involvement.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.